Manufacturer narrative:
Added concomitant products in section.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked. The customer's blood glucose was 430 mg/dl at the time of incident. The customer states the alarm happened when trying to deliver a bolus. The customer reported the current blood sugar level was 558 mg/dl. The customer was advised to perform troubleshooting by check the insulin pump speed setting. The customer confirms the speed is standard and performed a 5.0 u fill cannula. The customer states the insulin was delivered, however the quick set infusion set cannula is bent. The customer was advised to returned quick set infusion set for analysis.